Event description:
A customer reported potential discrepant patient results for testosterone (test) on the aia-900 analyzer. The customer states this has occurred in the year 2020 3 times for the same patient which reads >2200 on tosoh and tests much lower on reference lab results. Prior to the call, the customer sent out patient testosterone sample to labcorp for comparison and tosoh¿s result was 2220 ng/dl and labcorp result was 490 ng/dl. Tosoh¿s ranges are between 10-2200 ng/dl and the reference lab was using roche electro chemiluminescence immunoassay (eclia) with a reference range of 264-916 ng/dl. Tosoh representative reviewed the customer's result and possible interferences, and concluded there could be possible interference or preanalytical factor, however it is not possible to confirm the cause. The customer will continue to monitor their process in future runs and contact tosoh for any further assistance. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results. The customer opted out for field service engineer (fse) services. No further action required by tosoh. The aia-900 analyzer is functioning as expected.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) ,2022 through aware date (B)(6), 2023. There were no similar complaints identified during the search period. The st tes, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Sensitivity the minimal detectable concentration (mdc) of testosterone is estimated to be 10.0 ng/dl. The mdc is defined as that concentration of testosterone which corresponds to the rate of fluorescence that is two standard deviations from the mean rate of fluorescence of 20 replicate determinations of a zero calibrator. Interference interference is defined, for purposes of this study, to be recovery outside of 10% of the known specimen mean concentration. For these studies, interfering substances are added to normal human serum. Added hemoglobin (up to 500 mg/dl), conjugated bilirubin (up to 21.1 mg/dl) and free bilirubin (up to 17.0 mg/dl) do not interfere with the assay. Lipemia, as indicated by added triglyceride (up to 500 mg/dl) does not interfere with the assay.a dded albumin (up to 5 mg/ml) does not interfere with the assay. Added ascorbic acid (up to 20 mg/dl) does not interfere with the assay. Added rheumatoid factor (up to 45 iu/ml) does not interfere with the assay. Tosoh automated immunoassays utilizing alkaline phosphatase-based technologies should not be used with samples from patients under asfotase alfa treatment. The most probable cause of the reported event is not determined, cause not established.